Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the tubing was observed to be separated from the luer activated valve closest to the drip chamber. Microscopic inspection showed a lack of solvent on the tubing. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set separated. The reporter stated that while adjusting the regulating clamp, the tubing with the slide clamp separated from the upper luer connection. This occurred while priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.